Event description:
Medtronic received information that following the implant of an edwards paramount valve the patient arrested and was noted to not be moving his right side. It was reported that the patient was confused and not following commands. Computed tomography (CT) of the head showed bilateral frontal aca-mca watershed infarcts and mesial parietal lobe infarcts, occipital lobe right caudate and left lacunar infarcts, and bilateral cerebellar infarcts. The extent of irreversible damage could not be assessed without an MRI, but a decision was made by the patient's family to provide comfort care. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).